Event description:
The pt reportedly experienced sound quality issues with his device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Testing confirmed that the device was functioning. The pt's family decided to move forward to explant the pt's implant and reimplant with another device.